Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the instrument for evaluation. However, the failure analysis has not been completed yet. A follow-up MDR will be submitted if additional information is obtained. A review of the provided image was performed, and the following additional information was provided: there does not appear to be anything missing/detached.

Event description:
It was reported that during a da vinci-assisted low anterior resection surgical procedure, the tip-up fenestrated grasper (tufg) instrument and vessel sealer extend (vse) collided into each other. A fragment fell into the patient¿s anatomy. The fragment was retrieved during the same procedure. The procedure was completed. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the vessel sealer extend (vse) and tip-up fenestrated grasper collided, but the fragment fell from the vse. The surgical task of grasping and retracting tissue was being performed when the fragment fell. The fragment was removed by using laparoscopic forceps through the assistant port. It was unknown if all fragments were retrieved. There were no additional surgical procedures or post-operative tests to check for remaining fragments. It was unknown whether the patient had returned to the hospital due to experiencing any post-surgical complications related to retaining a foreign object. The retrieved fragment was already discarded and will not be returned with the vse.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
The vessel sealer extend (vse) instrument has been evaluated by the failure analysis (fa) team. Fa was not able to confirm or reproduce the reported complaint. Visual inspection found no damage to the instrument. The instrument was compared to an in-house vse instrument and no pieces were missing. A review of the logs found zero errors. The instrument was placed and driven on an in-house system on. The instrument passed the recognition, engagement, and initialization tests. The instrument did not move intuitively with full range of motion in all directions. The grips opened and closed properly. The instrument cut and sealed without any issues. The instrument was retested and passed on 3 out of 3 attempts. The jaw ceramic dots were present on the grips. There was no problem detected. Additional observation not reported by site: the instrument exhibited unintuitive motion. The motion exhibited by the instrument was precise, and proportional to what was commanded by the mtms, however the grip tips moved in the opposite direction. This behavior was observed in the yaw direction(s) and presented on 3 of 3 installs, indicating a misalignment of the coordinate frames during the engagement sequence. The instrument was found to have a broken clamping pulley. Broken clamping pulleys can cause motion issues.